Event description:
It was reported that the lag screw (30 mm) broke on the last screw thread while being inserted. Screw body was left in patient.

Manufacturer narrative:
Investigation in progress but not yet complete.

Event description:
It was reported that the lag screw (30 mm) broke on the last screw thread while being inserted. Screw body was left in patient.

Manufacturer narrative:
The returned device matched the report, and the event was confirmed. The microscopic and macroscopic investigation results showed that the screw broke as a result of too high torsional forces in forced rupture mode during insertion. Based on the performed investigation, no indications were found for any material or manufacturing related problems.